Manufacturer narrative:
Additional information: concomitant medical products. One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. During investigation the device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. According to the investigation, the reported problem was caused by a faulty downstream sensor. Service replace the pump downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited no disposable clamp tubing error. Subsequently, the patient switched to back up pump with no issue. No patient consequences were reported. No adverse effects were reported.